Event description:
It was reported the patient went to the hospital due to a high amount of sensing integrity counts. It was noted during the ventricular lead revision, there was over sensing on the atrial lead as seen through the device, but not seen through the analyzer. The physician decided to implant a different device as well as a new ventricular lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): the device was returned and analyzed. There were no anomalies found. (B)(4): the full lead was returned and analyzed. All insulators breached (clavicle-rib crush). It was also noted that the defibrillator conductor was distorted. The other tubing overlay had cosmetic environmental stress cracking. All insulators had bilumen tubing voids. The outer insulation had cosmetic depression. (B)(4): we also received performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert and a patient alert for out of tolerance sub threshold lead impedance on (B)(6) 2011. Ventricular non-sustained tachycardia was noted less than or equal to 180 ms on (B)(6) 2011 at 13:49:49 and 15:14:46. Ventricular short interval count of 150.4 counts avg/day, in 3.18 days, between (B)(6) 2011.